Event description:
It was reported that the intima-ii y 24gax0.75in mz ec slm npvc had leakage at the insertion site. The following information was provided by the initial reporter, translated from chinese to english: "the patient had a fluid leak from the connector while using this indwelling needle, and the nurse immediately replaced the needle and it returned to normal."

Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder.h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot#2326223): 1)this batch of products were assembled at intima ii auto line 4 in november 2022, and packaged at cfs package line in december 2022. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of the leakage at the connector cannot be determined because the defect of the complained sample cannot be confirmed.

Event description:
No additional information provided.